Event description:
Pt reported the infusion device is delivering inaccurately. Pt stated she changed the infusion set, no success. Pt reported receiving an elevated blood glucose level of 21.0 mmol/l (378 mg/dl). Pt stated she switched to her backup infusion device and then her blood glucose level returned to normal. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.